Event description:
Instrument tip found broken after surgery. Contacted surgeon - x-ray found piece in knee. Pt taken to operating room for removal. The 2x8mm metallic object removed. Arthroscopic exam revealed no injury to knee. As this was 2nd incident this year with this type instrument.